Event description:
This case was reported by a consumer and described the occurrence of seizure in a (B)(6) male pt who received super poligrip ultra fresh denture adhesive cream ((B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip ultra fresh (dental). In 2006, the pt experienced seizure, dizziness, vomiting, abdominal distress, zinc increased, copper low, paresthesia of the arm, arm paralysis, expired drug used, unable to get up, difficulty standing and bursitis. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh was discontinued. At the time of reporting, the outcome of the events was unk. Consumer reported that he began use of super poligrip approx 15 years ago. He used another denture adhesive prior to that time. Beginning in 2006, he had seizures 2-3 times per week, dizziness, vomiting, abdominal distress, parasthesia and paralysis of his left arm. In 2008, he was tested and found to have high zinc and low copper levels. He reported that he had an episode where he could not get up due to dizziness, he was taken to an emergency room but refused to be admitted. He stopped use of super poligrip late in 2008 and within 6 hours, all of his symptoms resolved. He reported that a doctor told him that parasthesia and paralysis of his left arm was due to bursitis. He reported that he was tested for zinc and copper levels on (B)(6) 2010 and does not yet have the results. He reported that his last tube of super poligrip has the lot code r04373b (expired 2007) and he stopped use of super poligrip in 2008. Super poligrip ultra fresh is mfg in (B)(4). While the lot number for this product is known (r04373b, expiration 2007), it is unk if the product will be returned for quality assurance testing. (B)(4).